Event description:
The customer reported on (B)(6) 2013 at 10:00 pm he activated a new pod. He called his healthcare provider and he was instructed to remove the pod. He stated the cannula looks "dented" and the cannula was not properly inserted into the infusion site. He was able to activate a new pod and at 10:42 am his bg measured 346 mg/dl. He has not eaten yet and was feeling agitated at the time of the call.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the dent in cannula or to determine if it could have contributed to the hyperglycemia. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.